Manufacturer narrative:
Concomitant medical products: g39710 teletronic lead, unknown implant date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had experienced symptoms of lethargy, poor oral intake, and infective diarrhea. The patient was admitted several times over a two week period with infective endocarditis. Subsequently, the patient expired, and cause of death was infective endocarditis with aortic root abscess. There were no alleged product issues with the implantable pulse generator (ipg) or lead. The patient is a participant in the (B)(6) clinical study.